Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and moderately calcified vessel of the forearm. A 6f non-bsc introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, a 6.0 x 100, 75cm mustang balloon catheter was advanced to predilate the lesion. The balloon was successfully inflated twice at 10 atmospheres. However, upon the third inflation, the balloon ruptured at 10 atmospheres after a duration of 90 seconds. The device was completely removed and the procedure was not completed. No patient complications were reported and the patient's status was good.